Event description:
The complainant reported that, a vaxcel pasv PICC was implanted in a male patient (age unk) in 2007. Three months later, it was found that the device had developed a crack distal to the suture wing and which resulted in a leak. The complainant reported that the device was successfully replaced with a regular IV for further treatment. The complainant also reported that there were no adverse affects to the patient as a result of the reported malfunction.

Manufacturer narrative:
The complainant reported that the device would not be returned for evaluation, as it was discarded after explant; consequently, a physical evaluation will not be performed. Without receiving product for evaluation, we are unable to determine if the met specification and unable to definitively determine a root cause for this incident. A device history review was performed for batch/lot number 1169786. The review confirms that the lots met all material, assembly and performance specifications. A similar complaint review was also performed. This review revealed one previous complaint reported for this lot/batch number for a similar issue and received from this same complainant. No adverse trends were detected for "fracture distal to the suture wing", "hole in catheter" or "leakage" for the last 15 months.